Event description:
The rptr stated that while taking an arterial pressure reading with a mean of 40 on a datascope balloon pump, they were consistently losing pressure and the pressure dropped to zero. No pt injury or treatment was associated with this event.